Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus inspection confirmed foreign material clogged in air/water cylinder and tube. There was no physical damage of the device where the foreign material was remained. Additionally, it is unknown if there was a deviation from the instructions for use (IFU) in reprocessing. Therefore the root cause cannot be established. The event can be detected and prevented by handling the device in accordance with the following sections of the instructions for use: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was confirmed. Additionally, the evaluation found the following non-reportable malfunction(s): scratches on forceps channel port, plug unit, probe cover, objective lens, and universal cord; suction cylinder had no color; cracks on scope connector-case unit and adhesive on bending section cover; due to a crack on scope connector-case unit, water tightness was lost; outside shield unit had corrosion due to water leakage; circuit board unit in suction connector had corrosion due to water leakage; due to wear of angle wire, the play of up/down knob was out of the standard value; adhesive around light guide lens had a chip; bending tube was deformed. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed during the olympus device evaluation the videoscope exhibited foreign matter in the air/water (a/w) cylinder and a/w tube. There were no reports of patient involvement.